Manufacturer narrative:
Investigation was conducted with (B)(4) -results attached. No smooth breakage, melted. Breakage due to thermal influence ¿ misuse. Performance test of the undamaged product: passed. Nothing unusual to report was found during dhrs review. Nothing was changed in production process. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a eddy tip broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.